Event description:
Customer reported that a patient was burnt or had blisters after a surgery in the operating room #64. Mastectomies and plastic surgery are performed in this room .the room includes two surgical light systems, each being equipped with two cupolas, a total of four cupolas in the operating room. Note: the same event is also being reported in the MDR #9710055-2015-00052, as two separate devices were used at the same time. Factory reference numbers: (B)(4).